Manufacturer narrative:
(B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that an unknown repair occurred for an unknown reason. An unknown serious injury occurred with the device. Additional follow up is being conducted for more information. If/once additional information is received then a follow up report will be filed. No additional consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury. The initial report was forwarded in error and should be voided.

Event description:
Additional information has indicated that this device did not cause or contribute serious injury.